Event description:
Information was received from a patient's representative regarding a patient (pt) with an  implantable neurostimulator (ins). The reason for call was caller reported that on wednesday, when the pt was doing their little exercises on the bed, pt felt like something from their body went haywire and that they were getting zap or shocked. Caller stated that the pt said it just did it for just a few minutes, but it is not just a normal zap "it was really bad" in both legs and all over. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.